Event description:
The ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. An issue related to the device's active exhalation control module was reported by the third party service center. The device's active exhalation control module was replaced to address the issue.